Event description:
The manufacturer received information that a ventilator service failure alarm event occurred on a trilogy evo device. No patient harm or injury was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy evo ventilator was returned to a third-party service center for evaluation of an alleged "service failure alarm", which was identified as error code e-384 which indicates the device software detected a large pressure drop between the monitor and outlet pressure sensors. Evaluation of the device by the third-party service center was completed on 10 december 2024 with the following findings: the customer's allegation of the device being defective with a service failure alarm was not able to be reproduced on evaluation. The reported error code e-384 was not confirmed in the device's error log. The device failed final testing due to a damaged internal display printed circuit board assembly (pca). No additional information regarding the pca damage was provided. The display pca required replacement to address the damage/failure issue. The device passed functional testing after the display pca was replaced. The device was serviced, inspected, tested and met acceptance criteria. Additional findings not related to the malfunction/issue: replacement of multiple filters and components were replaced due to dirt/dust/discoloring contamination and service schedule requirements. The coding grid has been update to reflect the final evaluation findings.